Event description:
The pt reported feeling stimulation in their complete thorax. The physician was able to replicate the stimulation and after programming changes, the pt was sent home. The pt reported still experiencing the stimulation even with a lower output. During the implant of a new lead, the ICD failed to convert with 25 joules. A day later, changes in threshold were observed. Noise was also reported in both the atrial and ventricle channel as well as the v-channel. The ICD was explanted and returned for eval.